Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in (B)(6) 2008, tonsillectomy in (B)(6)2008, multiple caesarean sections and cholecystectomy. Concurrent conditions included hemostasis since (B)(6) 2008, endometriosis since (B)(6) 2008, perineal pain since (B)(6) 2008, hypertension, asthma, gerd, menstruation abnormal, endosalpingiosis and abdominal pain lower. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2008 to (B)(6) 2008, medroxyprogesterone acetate, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and salbutamol (albuterol) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:anxiety/ mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("psychological or psychiatric problems condition:depression"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the anxiety, dysmenorrhoea and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test performed on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. The uterine cavity appears normal in terms of both size and configuration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event abnormal bleeding(vaginal), pelvic pain and menorrhagia updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain'), heavy menstrual bleeding ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in (B)(6) 2008, tonsillectomy in (B)(6) 2008, multiple caesarean sections and cholecystectomy. Concurrent conditions included hemostasis since (B)(6) 2008, endometriosis since (B)(6) 2008, perineal pain since (B)(6) 2008, hypertension, asthma, gerd, menstruation abnormal, endosalpingiosis and abdominal pain lower. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2008 to (B)(6) 2008, medroxyprogesterone acetate, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and salbutamol (albuterol) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:anxiety/ mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("psychological or psychiatric problems condition:depression"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding and vaginal haemorrhage had resolved and the anxiety, dysmenorrhoea and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test performed on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. The uterine cavity appears normal in terms of both size and configuration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain'), heavy menstrual bleeding ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in (B)(6) 2008, tonsillectomy in (B)(6) 2008, multiple caesarean sections and cholecystectomy. Concurrent conditions included hemostasis since (B)(6) 2008, endometriosis since (B)(6) 2008, perineal pain since (B)(6) 2008, hypertension, asthma, gerd, menstruation abnormal, endosalpingiosis and abdominal pain lower. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2008 to (B)(6) 2008, medroxyprogesterone acetate, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and salbutamol (albuterol) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:anxiety/ mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("psychological or psychiatric problems condition:depression"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding and vaginal haemorrhage had resolved and the anxiety, dysmenorrhoea and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test performed on (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. The uterine cavity appears normal in terms of both size and configuration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in (B)(6) 2008, tonsillectomy in (B)(6) 2008, multiple caesarean sections and cholecystectomy. Concurrent conditions included hemostasis since (B)(6) 2008, endometriosis since (B)(6) 2008, perineal pain since (B)(6) 2008, hypertension, asthma, gerd, menstruation abnormal, endosalpingiosis and abdominal pain lower. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2008, medroxyprogesterone acetate, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and salbutamol (albuterol) on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:anxiety/ mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("psychological or psychiatric problems condition:depression"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, anxiety, dysmenorrhoea and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. The uterine cavity appears normal in terms of both size and configuration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs was received. Event depression was added. Concomitant drugs were added. Event onset dates were added. Aka name was added. Surgery ablation was added to event vaginal hemorrhage. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2008, tonsillectomy in 2008, c-section and cholecystectomy. Concurrent conditions included hemostasis since 2008, endometriosis since 2008, perineal pain since 2008, hypertension, asthma, gerd, genital bleeding, endosalpingiosis and abdominal pain lower. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) and medroxyprogesterone acetate. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. The uterine cavity appears normal in terms of both size and configuration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs and mr received. Reporter information were added. Date of removal were added. This case become incident. Medical history and concomitant drug were added. Event: abnormal bleeding (vaginal), menorrhagia, anxiety and dysmenorrhoea were added. Event verbatim were updated as physical pain/pain. Outcome of the event physical pain/pain were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.